Event description:
It was reported the patient presented to the emergency room after receiving a notifier. Upon interrogation, it was noted the implantable cardioverter defibrillator (ICD) was in back up mode caused by a magnetic resonance imaging (MRI) scan that was performed without setting the ICD in MRI mode. The backup defibrillation option (bdfo) was disabled as a result. The ICD was successfully restored. The patient was in stable condition with no side effects.